Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(4) 2014. Data confirms hardware failure.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware failure.patient did not report any injury or medical intervention at the time of contact with dexcom technical support.